Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 4 reference MFR. Report#: 1627487-2019-14052; reference MFR. Report#: 1627487-2019-14054; reference MFR. Report#: 1627487-2019-14055. Follow-up revealed the patient decided to have their leads explanted and replaced to address their issue.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 4; reference MFR. Report#: 1627487-2019-14052; reference MFR. Report#: 1627487-2019-14054; reference MFR. Report#: 1627487-2019-14055. It was reported the patient has been unable to receive pain relief due to migration of their leads. In turn, the patient plans to undergo surgical intervention on a later date to address the issue.